Event description:
It was reported that a patient had an infection at the device pocket and extension location. It was unknown if any diagnostic testing or troubleshooting was performed. The patient required hospitalization and the device was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was reported that the patient was alive with injury at the time of report. It was later reported by the representative that the patient's neurostimulator system was explanted on (B)(6) 2015 "due to infection (B)(6)."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uem0, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).